Event description:
It was reported via repair work order that the power pro cot raises up by itself due to a damaged control assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.